Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 30 issue was verified. Based on analysis the alleged occlusion issue was verified in the pump logs; however, no failure was identified.

Event description:
It was reported that multiple cartridge alarms occurred (alarm 30) during the load sequence and basal delivery with multiple cartridges. Additionally, it was reported that an occlusion alarm occurred. Customer¿s blood glucose level was 175 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.